Event description:
It was reported that post-paced t wave oversensing was observed during ventricular sense test. No changes were made at this time. Subsequently, post-paced t wave oversensing on the ventricular channel was observed via remote transmission. Patient was asymptomatic. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.